Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that metal part of endo therapy accessory/cleaning brush interfered with biopsy port during insertion/withdrawal of them, which likely caused the forceps channel damage. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, bronchofiberscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that at control unit forceps channel port has been shaved off . This report is being submitted for the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found image has multiple black dots due to deterioration of image guide bundle, image guide bundle has significant breakages and connecting tube has a buckling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Address line 2: (B)(6).